Event description:
It was reported that two proglide devices were attempted for closure at an unspecified access site; however, they both failed to capture the artery. Another abbott device was used to achieve hemostasis. No additional information will be provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported malposition/failure to deploy the suture not confirmed as not all device components were returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Additional information was received (correction): only one proglide device was used in the procedure. Reportedly, "failure in the needle deployment step, without implantation of the suture at the puncture site". No additional information was provided.